Event description:
It was reported, the surgeon was using a reduction instrument to fix fracture, the end of instrument broke off. It took the surgeon 75 minutes to remove the broken piece of the instrument.

Manufacturer narrative:
Evaluation summary: evaluation revealed the (broken) universal rod t2 femur ø9 mm to be the subject product. The reduction spoon t2 femur ø9 mm is considered a concomitant product. Review of the DHR revealed no discrepancies and mechanical properties of the material of the device are within specified tolerances. Dimensional examination revealed no deviations in the undamaged areas of both universal rod and reduction spoon returned. Furthermore, as the universal rod was documented as faultless prior to distribution and as it had been in use for a longer time (manufactured in 2005), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without problems reported. Thus, we exclude deviations in material and manufacturing.the thread of the universal rod returned is completely sheared off at the level of approx.. 9 mm from the face side; the broken off portion was found to be screwed in the reduction spoon upon receipt and it could be removed. Both breakage surfaces show features of a forced fracture. Further, appearance of the remaining thread at the rod indicates high tension and bending forces. Appearance of the fracture parts as well as the fragment length of approx.. 9 mm suggest that the thread of the universal rod had not been completely threaded into the reduction spoon at the time of fracture. If it had been threaded to the end position as intended, frictional (positive) connection between universal rod and reduction spoon would have ensured proper transmission of bending forces and it can be assumed that a breakage would not have occurred. It cannot be excluded that the thread of the universal rod had been pre-damaged during a former surgery. Based on the above observations the root cause of the reported event is suggested not to be related to a deficiency of the device, but is rather linked to insufficient assembling (improper handling) by the user. No non-conformity was identified.

Event description:
It was reported, the surgeon was using a reduction instrument to fix fracture, the end of instrument broke off. It took the surgeon 75 minutes to remove the broken piece of the instrument.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.